Event description:
A confirmed (B)(6) result was obtained on a patient sample and considered discordant when compared to an earlier (B)(6) test result. The patient was redrawn four days later and the (B)(6) test result was (B)(6). The redrawn sample was sent to another laboratory for dna testing and the result was (B)(6). There was no known report of patient treatment being altered or adverse health consequences due to the confirmed (B)(6) result.

Manufacturer narrative:
The cause for the confirmed (B)(6) result when compared to a previous and follow up non (B)(6) test result is unknown. The (B)(6) quality control results were acceptable at the time of the event. There is no patient sample available for further investigation. No conclusion can be drawn. Quality control results: (B)(6). The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."